Event description:
Consumer reports getting readings that are not accurate when comparing against their old meter. Analysis run on clark error grid using competitive reading (54) as ref. Point vs. Bd readings (80) yielded data points in the d range of the grid, outside acceptable limits.